Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately calcified vessel. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres for 30 seconds. There was a pinhole noted on the balloon. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.